Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements shortly after implant. The pocket was reopened and the lead was repositioned. However, the pacing impedance measurements remained high and out of range. Subsequently, this lead was explanted, and another lead was successfully placed. Additionally, information received indicates this lead was fractured. No additional adverse patient effects were reported. Lead return is not expected.